Manufacturer narrative:
The product was not returned and the lot code was not given in initial medwatch report. There have been 50,000+ distal radius plates implanted and only one other incident for damaged tendons. In this incident, the plate was not returned and no information was available from the surgeon. No furtehr investigation can be performed.